Event description:
During a laparoscopic procedure, a 10mm tissue retrieval bag broke when trying to extract the specimen out of a laparoscopic port site. This resulted in a larger incision being made to extract the bag and an additional hour under anesthesia.